Event description:
It was reported that the patient presented in clinic with discomfort after receiving shocks. It was noted that noise, oversensing, under sensing on the far field channel, inappropriate shock was observed on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. No programming changes were made. The ICD was just being monitored. The patient was stable.